Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. It was found that the cracks around the screw holes on the tank cover caused the device to leak. The problem source was found to be at the supplier. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that the device was leaking. No additional information.

Manufacturer narrative:
Additional information added. B3 updated.